Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: during investigation, the basal delivery for the total daily dose appeared to be inaccurate due to a manual time change. The pump was exercised for 24 hours with a 1.0 u/hr basal rate and at the end of testing, the basal history correctly showed a 1.0 u and the total daily dose showed a 24.0 u. There were no hypersensitive keys observed. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Troubleshooting indicated that the basal delivery totals in tdd do not match active basal program total and there was no known cause for variation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.